Event description:
Sorin group rec'd a report that the heater cooler had a constant alarm and displayed an error during warming. The pt was not affected.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the heater cooler had a constant alarm and displayed an error during warming. The pt was not affected. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported malfunction and replaced the processor board to resolve the issue. The device was functionally tested without further failures and placed back into service. The replaced processor board was returned to the original equipment manufacturer (OEM) for further investigation. The OEM was able to reproduce the issue and found that the processor board was defective. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.